Manufacturer narrative:
(B)(4). Investigation summary: six hundred ninety-five samples (695) were received and evaluated; they all were visually inspected for scale marking issues. Three hundred seventy-five units have the scale marking missing. Also, four photos were provided. They show syringes with syringe barrel printing issues and the case box label. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the samples and photos analysis and investigation carried out the symptom reported by the customer is confirmed. The lot was produced for 0.105mm units, this is the 3rd complaint; therefore, the cpm is 28.5. We will continue monitoring and trending this product and this symptom. Root cause description: root cause_ syringe assembly printing process. After the barrel molding process, the barrel goes to the barrel printing process. It may have happened that the machine run low on ink and the barrels did not get the scale printed and not detected in the next processes. Rationale: CAPA not required at this time.

Event description:
It was reported that 20 ml bd luer-lok¿ syringe scale markings were missing. This occurred on 21,000 occasions before use. The following information was provided by the initial reporter: material no: 301031 batch no: 0003673. It was reported that the scale markings are missing from syringes.